Event description:
Patient was 3 hours into routine dialysis treatment. Machine alarmed. When alarm was investigated, transducer protector was noted to be contaminated with blood, and tmp alarm was sounding. Transducer protector was changed. Machine was reset. Machine alarmed again immediately. Upon investigation of patient's vascular access, (vascular access had been covered by blanket per patient request) venous needle had become dislodged. Patient found unresponsive & grayish in color, blood found in chair and on the floor.